Event description:
According to the reporter: during assembly of the anvil onto the device, the anvil broke causing a laceration of the rectum. The procedure was converted to laparotomy.

Manufacturer narrative:
(B)(4).